Event description:
It was reported to lifecell that device package opened and the device was found to be discolored. The texture was tough and brittle along one edge. The device was not used. This complaint was evaluated as appearance problem with no serious injury. Lifecell is now reporting this incident as a malfunction, as out of box failure, that could contribute to a serious injury if the event were to recur and there was not another device present to complete the procedure. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method: evaluation of complaint related device. Review of the device history records. Review of device manufacturing process. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lot s10727. Results: visual examination complaint related device revealed that the presence of tough, discolored (yellow) area on the graft; the remaining tissue was soft and opaque, which is consistent with normal appearance of the device. Pathological evaluation of the graft revealed that these types of changes are normally associated with heat damage to the protein. Review of the device history records resulted in no remarkable findings. Review of device manufacturing process, did not reveal a root cause that could produce this type of defect. At the time of initial complaint investigation, there were (B)(4) grafts from lot s10727 distributed, including 42 grafts that were reported as implanted. As of (B)(4) 2011, there was one other complaint reported to lifecell against this lot. Conclusions: lifecell is now reporting this incident as a malfunction, as out of box failure, that could contribute to a serious injury if the event were to recur and there was not another device present to complete the procedure.